Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. This device was returned for evaluation. However, during pre-repair assessment. It was determined, that the device passed all pre-repair diagnostic assessment tests. And no failure was identified. Therefore, the reported condition was not confirmed. And an assignable root cause was not determined. Correction: d4: incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from (B)(6) to (B)(6). UDI has been updated accordingly. Correction: h4: incorrect device manufacture date: the device manufacture date was incorrect in the initial report. The manufacture date has been updated from 12/31/2019 to 6/24/2016. UDI: (01) (B)(4), (21) (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Name and address: the complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the motor device displayed an e6 (handpiece overheat warning) error code and e2 (handpiece lock engaged) error code. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.